Event description:
Reportedly, after the green mark was seen, the doctor fired the instrument squeezing the handle thoroughly, but when they tried to remove the instrument they found the resection of the tissue was not complete. The resecton was finished about 60%. The surgeon had to cut the anastomosis out and redo it with suture. No pt injury.